Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia monitor does not track volume infused correctly. The device was not changed out, as the perfusionist manually calculated the volumes. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Follow-up with the user facility, it was determined per the perfusionist, they found that arterial cable and the cardioplegia cable were switched around. This resulted in the incorrect readings.